Manufacturer narrative:
Additional information lot #: the customer reported a potential lot number of r19g11134 but did not know if that was the lot involved in the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A batch review was conducted on the potential lot number (r19g11134, manufactured 07/12/2019) and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced and underinfusion of medication while using a clearlink system non-dehp extension set. During an outpatient investigational drug study, infusion of ocrelizumab took two hours longer than expected. The expected infusion time was 3 or 3.5 hours. However, the actual infusion time was 5.5 or 6 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.